Manufacturer narrative:
(B)(4). Date sent: 6/9/2023. D4 batch #: x9676v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off inside the tube and not returned. During functional testing  on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad.  This is consistent with a side load being applied to the blade while active with the jaw closed.  A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.  As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a hysterectomy the ¿relax pressure on blade¿ alert screen was displayed by the generator and then ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.